Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap is detached and not returned; the fiber is proximally fractured at uv glue zone; the heat shrink tubing exhibits signs of melting and detritus adhesion, and erased red octagonal sign and blue arrow indicator; the fiber appears blackened near location of break. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while using the tip of the surgical fiber was broken. The fiber was replaced and the procedure completed using a second surgical fiber. There was no patient injury reported.